Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was not known. An infusion set site change was performed, a correction bolus was delivered and manual injections were used to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management.